Event description:
It was reported that the patient was experiencing pain and felt irritation on the device as it was sensitive on the beltline. The patient underwent an explant procedure. The explanted ipg will not be returned as it was kept by the medical facility.